Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional under water pressure test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system secondary medication sets flowed simultaneously with unspecified primary sets during patient infusions via unreported pumps. The event was further reported as ¿when a secondary medication is being infused through a pump, there are times when the primary bag continues to infuse a small amount at the same time in spite of all bags and tubing appearing to be correct¿. There was no patient injury or medical intervention associated with this event. No additional information is available.